Event description:
The initial case involved an emergency appendectomy where a previously placed polypropylene mesh was removed as a precaution against it getting infected and permacol was implanted. Following the procedure, the patient presented to another doctor with wound drainage which cultured positive for staphylococcus infection. The patient's wound was managed open by the second doctor and the wound began to look pink and appeared to be healing. The second doctor later contacted tsl to report that the patient's wound was still open and not healing as expected, so exploration was performed. Exploration revealed that the central area was granulating in and looked good, whereas the edges were delayed in healing. The permacol was noted to be resorbed in areas. The surgeon decided to remove the permacol and implant another biologic implant. However, the surgeon did not attribute the problem to permacol in light of the considerable technical challenges of the initial case and believes that the poor technique initiallyi used in implanting permacol by the original surgeon was the controlling factor in the problem.

Manufacturer narrative:
Tsl can confirm that the product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by gamma irradiation and has undergone sterilization validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection.